Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the injection hub was detached during use.

Manufacturer narrative:
(B)(4). The customer returned a used 3-lumen 7 fr x 30 cm cvc set catheter for investigation. The distal extension line was detached from its brown luer hub. Microscopic examination of the distal extension line's point of separation revealed the edges were uneven, waved, and fragmented. Adhesive from the luer hub was also on the extension line near the point of separation. In addition, the distal line appeared used with a foreign adhesive material on its body. The luer hub was dissected into two halves for further assessment. Using microscopic examination, the top proximal end of the distal extension line was observed to be glued to the inside of the luer hub. Luer hub adhesive was also seen inside of the luer hub. The edges of the extension line's point of separation for each half were jagged, uneven, waved, and fragmented. Based on the appearance of the points of separation of the distal extension line, it was determined that excessive lateral force caused the extension line to separate. Six (6) mm of the distal line remained inside of the luer hub (the proximal end of the torn extension line and was measured from the proximal end to the point of separation). (Con't) other remarks: the distal end of the torn extension line measured 98 mm (measured from the point of separation to the proximal end of the juncture hub). The inner and outer diameter of the distal extension line were measured and were found to be within specification. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use provided with this kit warns not to apply excessive force when removing the guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. The customer report of luer hub/extension line separation was confirmed through visual examination of the returned sample. The distal extension was separated inside of the luer hub. Microscopic examination of the distal extension line's point of separations revealed the edges were uneven, waved, and fragmented. Based on the appearance of the points of separation of the distal extension line, excessive lateral force caused the extension line to separate. The extension line met all relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on evaluation of the returned sample, and the report that the damage occurred during use it was determined that operational context caused or contributed to this issue. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer alleges the injection hub was detached during use.